Manufacturer narrative:
(B)(4). This is a report of a use error, where solution bags were disconnected and then reconnected to the set up. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient reused single-use supplies of peritoneal dialysis therapy. The solutions bags were disconnected and then reconnected from the set up. The technical service representative reviewed proper procedure. The patient would complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.